Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: drive unit failureadditional text: external malfucitonspecific component(s) involved: external controller malfunctionadditional text: external controllerother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :type: lvad.